Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Problem code 1149 captures the reportable event of balloon failed to deflate. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that there was an issue in deflating the balloon as it is not fully retracting the water. Eventually, all the inflation medium was able to be removed from the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. According to the complainant, during the procedure, it was noted that there was an issue in deflating the balloon as it is not fully retracting the water. Reportedly, the catheter was removed from the patient's body together with the endoscope. The catheter was cut from the tip of the endoscope to remove the balloon. The procedure was completed with another cre wireguided dilatation balloon.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that there was an issue in deflating the balloon as it is not fully retracting the water. Eventually, all the inflation medium was able to be removed from the balloon. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.